Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 401 mg/dl. Customer also reported the no delivery alarm during fixed prime. Assisted customer in performing a 5.0 unit fixed prime and the insulin did not exit and pump alarmed no delivery. Customer advised to reinsert reservoir and run manual prime until at least 5.0 units and they observe insulin exiting the tubing or pump alarms. Customer reported that, the insulin exits with the manual prime. Customer advised to monitor the pump and call back if issue recurs will not be troubleshoot the 3 motor errors she stated also happened on the pump. The device will not be returned for analysis.